Event description:
Event reported to boston scientific with request for follow advice. Response pending. Pt discharged nine days later. The pt has bilateral distal ureteral anastomotic obstructions. The left kidney had a greater voume of renal cortex and then was selected for initial decompression and stenting. Renal function studies have not improved and right sided decompression was requested even though right renal cortical volume was less than the left. The procedure, its expected results, and all typical complications were fully explained to the pt. The procedure was performed in the department of radiology under local anesthesia. The pt was placed in prone lao position. The skin overlying the right flank was prepped and draped in a sterile fashion. Ultrasound was used to identify an appropriate puncture site on the skin surface over the right kidney. The skin was then prepped and draped in a sterile fashion. Local anesthesia was infiltrated beneath the skin surface. A 22 gauge chiba needle was percutaneously advanced into the dilated right renal pelvis. Contrast material was then injected to confirm an appropriate location. A small caliber guidwire was then passed through the chiba needle. The chiba needle was extracted and a sequential dilator set introduced. The internal stylet was removed and a 0.035 guidewire placed into the right renal pelvis. The introducer device was then extracted and a 5-french c2 catheter manipulated over the guidewire into the distal right ureter. Contrast was injected confirming a high grade stricture through which the 5-french catheter was eventually passed. The catheter was then removed. An 8-french double j stent was then introduced over the guidewire after tract dilatation. As the stent passed through the subcutaneous extraperitoneal fat and fascia, the tip of the stent disintegrated over the guidewire, fracturing into multiple fragments. The remainder of the stent was immediately removed retrograde. Basket and snare devices were used to extract as many of the subcutaneous fragments as possible. One fragment which remained on the wire was pushed through the distal ureter into the ileal conduit using a 6-french tapered catheter. No residual fragments were identified within the right renal pelvis or in the substance of the remaining right renal cortex. An 8-french percutaneous nephrostomy catheter was then passed over the guidewire and positioned within the right mid ureter. All introducer devices were then extracted. The catheter was secured in position.